Manufacturer narrative:
Device identifier: (B)(4). Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2017, a patient had a biozorb procedure. The patient is reporting suffering from excruciating pain at and around the site of the biozorb device. Also reported that the pain was worsened upon contact, which made it difficult to lay on her right side and caused problems with her sleep. Also the patient reported suffering from deformity and had to have additional surgery to remove the device. The patient had the biozorb removed at ascension sacred heart on or around (B)(6) 2023. No additional information available.

Manufacturer narrative:
It was reported that on (B)(6) 2017, a patient had a biozorb procedure. The patient is reporting suffering from excruciating pain at and around the site of the biozorb device. Also reported that the pain was worsened upon contact, which made it difficult to lay on her right side and caused problems with her sleep. Also, the patient reported suffering from deformity and had to have additional surgery to remove the device. The patient had the biozorb removed on or around (B)(6) 2023. As a result of the pain and complications of the biozorb device, the patient feared the possibility of another tumor, every day until the surgical removal of biozorb, causing significant emotional distress. No additional information available. No initial evaluation could be performed because there was no returned sample for this complaint the sample was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not able to be performed. Investigation into several of the harms reported in this complaint was performed from a clinical literature review, as well as an investigation into the design and risk of the biozorb product. The harms identified during this complaint are: pain, device palpable, device explantation, deformity, sleep dysfunction a review of clinical literature performed on lumpectomies and their associated complications was performed. A summary of this review concluded that, while lumpectomy is a well-established option for breast cancer treatment, it inherently carries risks of complications, most notably infections, seroma formation, chronic pain, and wound healing issues. The literature demonstrates variation in complication rates based on surgical technique, additional therapies (such as intraoperative radiation therapy (iort) or radiation), and individual patient factors, with infection rates ranging from 2% to 10% and seroma rates from 11% to 65%. Pain: biozorb (0.9% to 1.9%): pain or discomfort was reported in 0.9% to 1.9% of patients with the biozorb marker. In one instance, discomfort occurred due to the device being sutured to the serratus muscle but did not result in removal. In another study, discomfort in 1.1% of patients led to device removal. However, given that pain is a well-known complication following lumpectomy, particularly in cases with nerve damage or radiation therapy, some of this discomfort could be attributed to the initial surgical intervention rather than the presence of the marker. Lumpectomy (25% to 60%): chronic pain is a frequent long-term complication of lumpectomy, affecting 25% to 60% of breast cancer surgery survivors. Kwee et al. Reported a pooled prevalence of 31% for neuropathic pain following bcs. The presence of post-surgical pain, particularly neuropathic pain caused by nerve damage, could be exacerbated by or misattributed to the biozorb marker in some cases. Device removal / explantation / additional intervention / treatment / scan required: biozorb (1.3%): device removal due to adverse events, including infection, fibromatosis, pain, and anxiety, occurred in 1.3% of patients). Some removals were related to discomfort or anxiety about the device, while others were associated with complications potentially tied to the lumpectomy procedure itself, such as infection or tissue damage. Lumpectomy (percentage is not applicable): although device removal is not applicable to llumpectomy, reoperations due to complications such as infections or positive margins are not uncommon in lumpectomy patients. Physical asymmetry / deformity / disfigurement: rahimi 2022 (rahimi a, simmons a, kim dn, et al. Preliminary results of multi-institutional phase 1 dose escalation trial using single-fraction stereotactic partial breast irradiation for early stage breast cancer. Int j radiat oncol biol phys. Mar 1 2022;112(3):663-670. Doi:10.1016/j.ijrobp.2021.10.010) concluded that cosmetic outcomes were preserved, with no significant cosmetic detriment across any dose cohort, suggesting that single-fraction s-pbi does not negatively affect patients' physical appearance post-treatment. Both patient- and physician-reported cosmetic scores were consistently favorable over 12 and 24 months of follow-up. Chronic pain, particularly neuropathic pain, affects nearly one-third of patients. (Kwee et al. (2024)), migration can be influenced by several patient related factors which can influence the likelihood of migration after lumpectomy, such as breast density, biopsy location, and biopsy approach. Per a study by ashali jain et al. (2017), marker migration is a relatively common occurrence following stereotactic biopsies, happening in 13% of cases. Swelling is one of the expected events that could occur after surgery and/or radiation therapy regardless of the use of a biozorb device. Due to this, confirmation of the swelling during this event as a normal course of surgery vs being caused by the biozorb is not able to be done. Device explantation is based on the patient¿s physician¿s evaluation of their physical and health state and recommendation; therefore, an investigation into this intervention is not able to be performed for this complaint. Though complications are relatively common, most are manageable with appropriate postoperative care, making lumpectomy a viable option for many breast cancer patients when carefully monitored and followed up. An investigation was performed by subject matter experts (sme¿s) into several of the harms identified as being experienced by the patient related to design, risk management, and clinical factors. The results of these investigations and potential causes can be seen below; however, it is important to note that these results do not include medical input from a qualified medical professional: pain: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. The crystalline proportion in the device is unknown. Crystallinity may be causing irritation and foreign body reaction considering the long period of absorption of the device. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs, and therefore there are opportunities in design outputs and v&v activities. Migration: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. The crystalline proportion in the device is unknown. High crystallinity may be causing migration/erosion considering the long period of absorption of the device. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs. Based on the clinical literature review, the harms reported to be experienced by the patient in the complaint are common symptoms from surgery and lumpectomies; therefore, a confirmation of the biozorb causing the harms was not able to be done. However, based on the review of the top harms in regards to the biozorb design and risk documentation, the adverse events reported can be tracked back to a potential shared cause: lack of adequate user needs for the product. User needs define the framework for product development and lay the ground for the definition of design inputs, design outputs and later verification and validation activities. Other potential causes are related to inadequate test methods and/or the lack of evidence to support some specific product requirements. Conclusion: when comparing the safety outcomes of the biozorb marker with general lumpectomy complications, it becomes evident that some of the complications associated with biozorb may stem from the lumpectomy procedure itself. Both procedures share overlapping risks, although the biozorb device introduces additional considerations. However, it has been confirmed that the lack of defined user needs and inadequate test methods and testing evidence are potential root causes for the harms reported in this complaint. This cause will be further investigated and addressed in a CAPA. The risks associated with this complaint event are further described and evaluated against the product and its hazard analysis in the health risk assessment biozorb complaint analysis. Updates to the biozorb hazard analysis risk file will be monitored. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the DHR was reviewed with the corresponding lot; however, no relevant risk factors were found in the manufacturing process.

Manufacturer narrative:
After additional information review, it was reported that the patient is a 58-year-old postmenopausal female with a body mass index of 29 and 185 pounds, and with heterogeneous dense parenchyma breast, who palpated a right breast nodule and was mammogram undetermined/ultrasound negative on (B)(6) 2017. In her follow-up mammogram/ultrasound, an 8 mm mass was noted and biopsied on (B)(6) 2017. She was diagnosed with low grade invasive lobular carcinoma, ER+, pr+, her2-. On (B)(6), 2017, the patient underwent right breast lumpectomy with biozorb implant and sentinel lymph node biopsy. After clean margins were noted the biozorb sizer was used and the biozorb marker ¿was sutured into the lumpectomy bed with two 4-0 pds sutures¿. Using oncoplastic technique the defect was closed. A second incision was made in the axilla and sentinel lymph node dissection was completed. The patient had no complaints at 1 month follow-up. Pathology report (secondary source) was: staging form: breast, ajcc 8th edition -stage ia, pt1c (3), pn1a(sn), cmo, g1, ER+, pr+ her2-negative; oncotype dx recurrence score = 13. The patient completed radiation therapy on (B)(6) 2018 and started on anastrozole on (B)(6) 2018. She was seen on (B)(6) 2018, at 7 months post op and complained of anxiety and depression, fatigue, weight gain, and right beast discomfort with a firm nodule; ¿left breast upper-outer quadrant tenderness¿. She was switched to exemestane endocrine therapy due to side effects. On (B)(6) 2018, the patient reported side effects from the exemestane and was switched to tamoxifen. The patient's only other complaint at that visit was tingling in the right hand. Her follow-up mammogram was recorded as no evidence of disease. On (B)(6) 2018, the patient reported to her medical oncologist that she discontinued tamoxifen and effexor (for depression) due to side effects (hives) and switched to zoloft. She complained of pain in her right breast and a palpable lump. The medical oncology notes describe an accident a week after her surgery when she was hit in the breast by the doors of an elevator, and she developed a hematoma which took several weeks to resolve ¿but may have left her with a couple of organizing hematomas¿. The patient also complained of typical recurring sharp shooting pain in the breast following surgery and radiation and low back pain, recurring joint pain and swelling, a fractured right ankle, and chronic depression/anxiety. On physical exam, the patient had a hard palpable 3x4 cm mass above the surgical scar"" with a small nodularity at 3:00. The patient declined gabapentin for ""neuropathic"" shooting pain. She was started on letrozole adjuvant hormone therapy. An MRI on (B)(6) 2018, reported no findings of malignancy in the right breast and no suspicious enhancement at the lumpectomy site. A 9mm area of non-mass enhancement in the medial right breast was noted. Ultrasound follow-up reported findings consistent with fat necrosis without suspicious findings. The next available document is an asymptomatic benign mammogram report on (B)(6) 2019. Findings were unchanged on MRI on (B)(6) 2019, compared to (B)(6) 2018. The patient continued to complain of right breast pain. On (B)(6) 2020, the patient was seen by internal medicine with severe back pain treated with opioids and depression treated with an antidepressant. There is no mention of breast related symptoms. On (B)(6) 2021, the patient reported ¿increased breast pain and lumps¿ to her internist. (3.5 years post biozorb implant). A mammogram, on (B)(6) 2021, suggested changes at the site of pain consistent with fat necrosis. There is no mention of a device/implant or malignancy, and mammogram 6 months later remained stable. The patient was followed by primary care on (B)(6) 2022 for hypertension, asthma related cough, chronic pain syndrome, chest wall pain from a traumatic fall, and increasing depression, all treated with polypharmacy. Diagnostic mammogram on (B)(6) 2023 (5 years 2 months post implant) was negative for malignancy. Noted: "post lumpectomy scar right breast...is partially imaged with architectural distortion metallic densities likely related to surgical clips at the lumpectomy site¿. On (B)(6) 2023 (5 years 4 months post implant) the patient saw a new breast surgeon with complaints of persistent pain at the lumpectomy site noting her past accident-related injury to the breast following surgery. The surgeon¿s note states ¿the biozorb has not yet reabsorbed¿. ¿the pain is affecting her daily life. It is hard for her to wear a bra.¿ also, she is overall not pleased with the cosmetic result following her breast surgery. She has a significant size discrepancy in her breast. This is likely partially due to weight gain as well as the large size of lumpectomy performed and the radiation she received. She is interested in a symmetrizing procedure if possible¿. She was offered a right breast biozorb/ scar tissue removal and a referral to a plastic surgeon for a left breast reduction as a separate procedure to follow. Her breast surgeon declined to do both breasts at the same time, and he emphasized that the surgery might not relieve the pain. An MRI on (B)(6) 2023, was negative for malignancy. ¿there is a non-enhancing scar palpable with the lumpectomy site¿. The remainder of the records reviewed are with an internist for signs and symptoms other than breast. There is no mention of or record of having had breast scar excision or biozorb removal, contralateral breast reduction or cosmetic correction for disfigurement as mentioned in the original patient complaint. Biozorb removal cannot be confirmed. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.